Event description:
It was reported that customer's belt clip came loose causing customer to not be able to properly wear insulin pump. Customer began to wear insulin pump in his pocket which caused reservoir to unscrew. Customer re-inserted reservoir while still being connected and without rewinding. Per customer's mother, this caused customer to be sick. Per customer, insulin pump suffered no damage other than scratches. Belt clip was replaced. Customer was advised on proper procedure when re-inserting reservoir. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).